Event description:
New information received indicated that the device was explanted and replaced on (B)(6) 2019. Patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator presented with a long charge time. Upon interrogation, it was noted that there was an audible pop and the device timed out again. Device replacement was discussed. Patient was stable.

Manufacturer narrative:
The reported event of charge time out was confirmed after reviewing the high voltage charge log. The device was cut open, and the device electronics charged known good hv capacitors to full energy normally. The original capacitors were removed and sent to the supplier for analysis. The cause of the charge timeout that occurred in the field was determined to be an internal anomaly inside the capacitors.